Manufacturer narrative:
This supplemental report is being submitted as a retraction for product (model 110.10.058) is not sold in the us market and the reported event did not occur in the united states. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 03/2020. Manufacturing date: 04/2015. Based on the available information, this event is deemed a reportable malfunction. The product was not used. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was registered on the ref code within past 48 months. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 20, 2016. (B)(4).

Event description:
It was reported that the "y suction catheter is collapsing flat on itself and the surgeon is unable to use." No further details were provided.